Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was leaking from the connector and there was white power on the pump and bag. They were instructed to put the pump in a chemo spill bag. The pump was powered off, clamp tubing, and they were educated on chemo spill protocol. The medication used was 5fu. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. No patient harm was reported.